Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Customer stated that the insulin pump claims to have delivered insulin but their blood glucose kept on going up. Customer had changed the complete set. Customer was not calling back to perform high pressure test. Customer were okay to troubleshoot. Customer was using minimed 670g system. Auto mode feature was not active because customer was using third party sensors. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.